Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2004.

Event description:
It was reported that patient received inappropriate shocks due to noise noted on episodes. The right ventricular (rv) lead integrity alert (lia) was triggered due to high impedance and a high short v-v interval count. The lead was found to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.